Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. The sample was not returned; therefore, a sample analysis could not be performed and the root cause of the issue could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 8 inch anti-reflux y-set cracked and leaked during infusion on a patient. The crack was identified to be located on the rigid component between the check valve and the catheter attachment sight. The reporter noted that the patient lost a minimal amount of blood and their hemoglobin levels dropped from 11 to 9.4; however, no medical intervention was required. No further information was provided.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.